Event description:
It was reported depth gauge tip broke off. All pieces were found and did not affect patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6. Visual examination of the returned product identified the tip of the depth gauge to be fractured at the final measurement notch. The etching has become faded. Dings and scratches are present on the handle and shaft. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.